Manufacturer narrative:
Device a was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. It was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties; the staple line was complete and the staples were noted to have the proper b-formed shape. Device b was received with the articulation mechanism damaged. The device was received with a cartridge loaded in the device; the cartridge was received fully loaded with staples and with no damage to the spring cartridge lockout. It was tested for functionality with the returned cartridge and it fired, cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components and two articulation gear teeth were broken. An articulation band was also damaged. A batch record review was performed and no anomalies were found during the manufacturing process. Additionally, a tr45w cartridge was received partially fired and with the spring cartridge lockout damaged. The returned cartridge did have a damaged lockout, which indicates that the instrument's firing cycle was interrupted, released and then restarted. When this occurs, the lockout tab on the cartridge becomes damaged. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the instrument. Fire the instrument by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the instrument will lockout. Firing through the lockout mechanism will break the instrument." No functional test was performed. Lot# = v42u2g (second lot number provided).

Event description:
It was reported that during a lap splenectomy procedure, the stapler was properly closed, fired and the staples formed a b-shape, but the transection sites still bled and oozed heavily.